Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for operation: rupture. (B)(6).

Event description:
Health care professional reported cysts, pain, "intracapsular rupture" and "shape alteration" on left side. The device has been explanted.